Manufacturer narrative:
The device was conform on leaving manufacturing site. This part was not returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA and the conclusion of the investigations performed, concluded that the drill adaptor design must be improved. This design change is in progress. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
The company clinical representative (cr) was present during an ablation case performed by a surgeon and a resident. At the first trajectory, the drill bit was wedged inside off in the rosa 3.2mm drill guide. The surgeon had planned a single trajectory case. The patient was positioned supine with no head tilt. The resident under the surgeon supervision was using the rosa 3.2mm drill adaptor at the trajectory for the case when the drill bit became lodged in the drill adaptor. At the time the drill bit was lodged in the adaptor the robot also went through its shut down procedure. The site removed the drill bit and adaptor from rosa¿s instrument holder and dislodged the drill bit from the adaptor. Once the drill bit was removed from the adaptor, a new bit was inserted into the drill and the case continued. There was less than 5min minutes of delay as the lodged drill bit was taken out of the guide, and the guide was placed back in the instrument holder. The remainder of the case went well with no issues noted. Cr noticed that the drill had a slight angle while drilling that caused some vibrations that could have cause the bit to be lodged. Also, the drill adaptor will be returned as the adaptor was not smooth in drilling after the bit was dislodged.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The company clinical representative (cr) was present during an ablation case performed by a surgeon and a resident. At the first trajectory, the drill bit was wedged inside off in the rosa 3.2mm drill guide. The surgeon had planned a single trajectory case. The patient was positioned supine with no head tilt. The resident under the surgeon supervision was using the rosa 3.2mm drill adaptor at the trajectory for the case when the drill bit became lodged in the drill adaptor. At the time, the drill bit was lodged in the adaptor the robot also went through its shut down procedure. The site removed the drill bit, and adaptor from rosa¿s instrument holder, and dislodged the drill bit from the adaptor. Once the drill bit was removed from the adaptor, a new bit was inserted into the drill and the case continued. There was less than 5min minutes of delay as the lodged drill bit was taken out of the guide, and the guide was placed back in the instrument holder. The remainder of the case went well with no issues noted. Cr noticed that the drill had a slight angle while drilling that caused some vibrations that could have cause the bit to be lodged. Also, the drill adaptor will be returned as the adaptor was not smooth in drilling after the bit was dislodged.